Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with exudate in the anterior chamber following an intraocular lens (iol) implant procedure. Unknown medical treatment was performed. The lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Toxic anterior segment syndrome (tass) is suspected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of an unspecified cartridge and an unspecified handpiece. Associated product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).